Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported during a cine run the unit stopped. The unit froze and there were lines on the image.